Event description:
It was reported that shaft break occurred. A 2.50mm x 20mm emerge balloon catheter was used in a procedure. However, during advancing, the shaft became separated. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine.